Manufacturer narrative:
The unit was received with stripped battery cap threads and intermittent button response due to corroded keypad traces, cracked case at display window corners and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump battery cap is cracked. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.